Event description:
Covidien received info stating that an 840 ventilator experienced a blank lower display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the mfg specifications. Covidien ref.: (B)(4).